Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead was capped due to dislodgement on 2/8/2019. No further information available at this time.

Event description:
New information received indicated that the physician discovered that the lv lead wasn¿t pacing during in clinic check, date unknown. It was not known the reason the lv lead was dislodged. The patient was fine before and after the procedure.